Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas integra 400 plus module. The initial na result was 105 mmol/l. The sample was repeated on another integra module and the result was 120 mmol/l. The initial result was not reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer replaced the sodium electrode. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.